Event description:
It was initially reported that the patient was referred for generator replacement due to end of service; however, it was later reported that the patient would also undergo lead replacement as well. Clinic notes dated (B)(6) 2015 note that the patient's seizures have recently worsened and that the patient would like the generator and lead replaced. An implant card was received indicating that the generator was unable to interrogate due to battery depletion. Both the generator and lead were replaced. Further follow-up revealed that the physician and patient caregiver decided to replace the generator and lead due to the amount of time the vns system was implanted along with changing the lead for compatibility with the new generator. It was reported that the explanted device were discarded by the explanting facility; therefore, no product analysis can be performed. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician later stated that the generator was replaced for prophylactic reasons. The increase in seizures was back to pre-vns baseline levels and has improved since the generator replacement. The physician was unsure when the generator had last been successfully interrogated prior to the patient's generator replacement.